Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/03/2016 with the following findings: a single unexplained power reboot and post ¿replace battery¿ and ¿cs078¿ alarm power reboots were observed in the black box. The battery compartment was cracked. The returned battery cap was undamaged and was able to carefully attach to the pump and was used to complete the 24 hour duration test. The pump was able to power on and no power reboots occurred during the 24 hour testing. No damages were found to the power circuit. Unrelated to the original complaint, the display screen was discolored. Upon removal of the pump cover, evidence of moisture was observed on the printed circuit board and the internal components. In addition, the pump case was cracked between the case seal and the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap; the battery cap was replaced approximately 4 to 6 months ago. Reportedly, there was no visible yellow o-ring. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.